Event description:
It was reported that the patient's right atrial (ra) lead had a post-operative perforation that led to a blood pressure drop and the need for a lead revision. The lead was repositioned from the ra lateral free wall to the ra appendage and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.